Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found, however tip seal observation noted and blood found on distal conductor and helix mechanism; full lead returned and analyzed.

Event description:
It was reported that during the implant procedure, the helix was unable to extend when changing the lead positions. The lead was not used. A new lead was implanted. No patient complications were reported as a result of this event.